Event description:
It was reported that this ambicor penile prosthesis (app) was not inflating properly. Upon explant of the device, a crack was identified in one of the cylinders and the device had lost fluid. There were no patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) was not inflating properly. Upon explant of the device, a crack was identified in one of the cylinders and the device had lost fluid. There were no patient complications reported.

Manufacturer narrative:
Updated h6 evaluation conclusion code.